Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor electrode was missing. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection. Found that one of the two sensor cannulas was retracted inside of the sensor base. Unable to confirm that the customer received the sensor in said condition due to the customer returning the product opened/used. The other sensor failed per specification with high readings.